Manufacturer narrative:
Additional information: the breach in aseptic technique was also reported as the patient¿s caregiver changed. Fourteen days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis due to not responding to peritonitis treatment. Also that same day, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis is. Dianeal therapy remained ongoing. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient outcome was not reported. No additional information is available.